Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient placed a new sensor in the arm and used the dexcom overlay patch. The patient experienced itching that day, along with widespread erythema with ¿a little bit of shortness of breath¿ but he did not exhibit severe anaphylactic symptoms. In spite of the symptoms, he chose to wear the sensor for the entire 10-day period. Once he removed the sensor, the symptoms subsided. The patient stated he has been using the dexcom since (B)(6) 2025, and this was the first occurrence of this issue. He confirmed that he has no pre-existing health conditions aside from diabetes and was not taking any medication other than routine insulin for managing his diabetes. Once the sensor was taken out, the symptoms began to lessen. The patient used otc oral allergy medication (allegra, unknown dosage for 3-4 days) and applied anti-itch cetaphil lotion along with cerave moisturizer for hydration. The patient did not consult a doctor and expressed a desire for the symptoms to improve naturally. By the follow-up report on 12/05/2025, the itching had diminished post-treatment, although hyperpigmentation in the shape of the sensor footprint (scar) remains somewhat noticeable. The patient ceased the use of cetaphil and stopped applying the dexcom overlay patch due to being traumatized by this issue that he believes is related to the dexcom overlay patch adhesive glue. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient placed a new sensor in the arm and used the dexcom overlay patch. The patient experienced itching that day, along with widespread erythema around the patch perimeter. The patient used otc oral allergy medication (allegra, unknown dosage for 4-5 days) and applied anti-itch cetaphil lotion along with cerave moisturizer for hydration. He experienced ¿a little bit of shortness of breath¿ but he did not exhibit severe anaphylactic symptoms. When asked, the patient stated the shortness of breath only occurred while he was taking otc allegra. In spite of the symptoms, he chose to wear the sensor for the entire 10-day period. Once he removed the sensor, the symptoms subsided. The patient stated he has been using the dexcom since april 2025, and this was the first occurrence of this issue. He confirmed that he has no pre-existing health conditions aside from diabetes and was not taking any medication other than routine insulin for managing his diabetes. Once the sensor was taken out, the symptoms began to lessen. The patient did not consult a doctor and expressed a desire for the symptoms to improve naturally. By the follow-up report on (B)(6) 2025, the itching had diminished post-treatment, although hyperpigmentation (red marks from itching and rashes) remains somewhat noticeable from scratching. The patient ceased the use of cetaphil and stopped applying the dexcom overlay patch due to being traumatized by this issue that he believes is related to the dexcom overlay patch adhesive glue and no irritation occurred at the new sensor site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.